Event description:
I developed gpc after wearing day and night contact lenses. I wore contact lenses for 12 years. I wore my contacts overnight. I developed multiple eye infections as a result of the gpc. I was unable to wear contacts again. I had lasix eye surgery to correct my vision, so I wouldn't have to wear glasses. However, about a year later, my vision regressed and I now have to wear glasses.